Event description:
A malfunction alarm was reported by the customer, identified by the code "malf 0." The customer did not provide information regarding any adverse impact on their blood glucose level. Assistance was given by technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact technical support should the problem arise again.